Event description:
The device worked properly for the first charge but did not charge for its second use. The customer indicated that the "battery seemed to be flat". Another batter showed the same behavior. The pt was treated successfully with another defibrillator and there was no adverse pt outcome.